Event description:
During a robotic assisted prostatectomy, the urologist was concerned regarding the unintentional separation of three needles from the suture string. Each was not an intentional cut, and each time was during the same anastomosis. The suture in question is v-loc 90 3-0 6" - 4 packages were retained, but not the suture string or needles. Concern was the increased length of the surgery, and one risk of robotic injuries is length of time patient is in extreme trendelenberg. The three incidences amounted to about 45-60 minutes in length of surgery. This has not been seen before in any robotic case using this type of suture.